Manufacturer narrative:
An event regarding dislocation involving an unknown osteonics constrained liner was reported. The event was confirmed through clinician review of the provided medical records. Method & results: -device evaluation and results: not performed as product was not returned. -clinician review: a review of the provided medical records by a clinical consultant indicated: this inquiry reports multiple complications of a right total hip replacement. It was implanted in 2003, sustained recurrent dislocations and was revised with a hooded liner. In 2005 the patient dislocated again and was revised to a constrained line. He did well until 2022 when his femoral component fractured and he was revised again. I can confirm that these events took place since I was able to see the stickers of the implants used, such as the 10- degree hooded liner for the first revision, the constrained liner for the second revision and photos of the fractured implant and post-revision x-ray. Handwritten notations of the two earlier revision surgeries are also present. Regarding the possible root causes of this events, I cannot determine it with certainty. Causes of late dislocation are multifactorial including surgical technique factors and patient activity factors. Causes of stem fracture are also multifactorial including surgical technique factors, patient activity factors, patient weight and implant factors. -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of the provided medical records indicated: this inquiry reports multiple complications of a right total hip replacement. It was implanted in 2003, sustained recurrent dislocations and was revised with a hooded liner. In 2005 the patient dislocated again and was revised to a constrained line. He did well until 2022 when his femoral component fractured and he was revised again. I can confirm that these events took place since I was able to see the stickers of the implants used, such as the 10- degree hooded liner for the first revision, the constrained liner for the second revision and photos of the fractured implant and post-revision x-ray. Handwritten notations of the two earlier revision surgeries are also present. Regarding the possible root causes of this events, I cannot determine it with certainty. Causes of late dislocation are multifactorial including surgical technique factors and patient activity factors. Causes of stem fracture are also multifactorial including surgical technique factors, patient activity factors, patient weight and implant factors. Further information such as device identification and return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient had a dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient had a dislocation.